Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported by the patient pain still exists at the ipg site since a fall on her back occurred 3-4 months ago. Follow-up identified reprogramming provided better coverage. The patient reported swelling at the ipg site, however swelling was not confirmed by the physician. The physician advised a thoracic system would be necessary to cover the back pain.